Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/14/2018. The philip's service engineer (se) inspected the device and tested the power supply and battery. All tests passed. The se left the unit running for several days and the unit alarm several error codes relating to a supply failure. The se replaced the power management board and central processing unit and all tests passed.

Event description:
It was reported that the ventilator shut off and would not power back on. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 31jan2019. Date rec'd by MFR: 30jan2019. Central processing units (cpu)'s were returned to philips for analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found.